Event description:
The customer reported that the system was not getting power.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep removed and replaced the surge supressor pcb. The machine works as intended.